Event description:
Patient was confused and pulled out foley catheter. Piece of catheter appeared cut off. About 2/3 of catheter remained in patient but was not visible. Catheter could be palpated in distal urethra. Urologist removed catheter in shaft of penis with forceps. (Foley was inserted on 9/2/92.) Foley catheter was disposed of by m.d. After incident. Unable to identify serial #, lot #, etcinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.